Manufacturer narrative:
(B)(4). D10: g7 osseoti multihole 50mm d, #item: 110010263, #lot: 65175033. Bone screw self-tapping 6.5 mm dia, #item: 00625006525, #lot: j7051238. Bone screw self-tapping 6.5 mm dia, #item: 00625006530, #lot: j7130460. 32mm i.d. Size d high wall liner, #item: 30123204, #lot: 64611110. Femoral stem press-fit collarless 12/14 neck taper standard, #item: 00786401320, #lot: 64924752. Therapy date: on (B)(6) 2024. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported a patient had an initial right total hip replacement and subsequently, approximately three years post-op reported moderate pain and was diagnosed with right trochanteric bursitis and given a cortisone injection. All implants remain in place. Attempts have been made and all available information has been provided.

Event description:
It was reported a patient had an initial right total hip replacement and subsequently, approximately two years post-op reported moderate pain and was diagnosed with right trochanteric bursitis and given a cortisone injection. A second injection was required at the three-year follow up due to recurrent right trochanteric bursitis. Follow up notes indicate that the patient is noncompliant with posterior hip precautions as observed by the patient crossing her legs several times while sitting in the office. All implants remain in place. Attempts have been made and all available information has been provided.

Manufacturer narrative:
Follow up report (B)(4). Updated: b4,b5,b6,b7,d2,e1,e2,e3,g1,g3,g6,h1.h2 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Manufacturer narrative:
Follow up report (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Manufacturer narrative:
Follow up report: (B)(4). Updated: b4, b5, d2, d9, g1, g3, g6, h1, h2, h6. Product has not been returned. No product evaluation was able to be completed. Devices are used for treatment. Reported event is not related to device therefore, a compatibility review is not applicable. No further actions will be initiated as a result of reported event. Root cause of the reported event is not device related. Bursitis is the inflammation or irritation of the bursae (the fluid filled sac that cushions the joint) and is typically caused by repetitive motion, overuse, and pressure to the bursae. Bursitis is a very common condition that can impact any of the joints and can last for a short duration or years. Symptoms the patient can experience include pain, tenderness, swelling, stiffness, decrease in movement, and/or redness at or around the joint that is involved. Conservative treatment consists of over the counter (otc) medications pain relievers and anti-inflammatories, rest, ice, elevation, and applying pressure wraps. If conservative treatments fail, physical therapy, aspiration, arthroscopy, or steroid injections may be necessary. The complaint indicates that postop bursitis developed and required medical intervention for treatment. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.